Event description:
Per the clinic, the patient experienced minimal to absent auditory perception and non-audtory stimulation such as shocking sensation, dizziness and nausea, during implant reactivation. Reprogramming attempts were made; however, the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.